Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(4)). Logic tibia traptray cem sz 5f/5t (cat# 02-012-41-5050 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-38 / serial# (B)(4)). Fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, it was reported that patient experienced a right knee dissociated tibial polyethylene liner. The patient squatted down and this preceded the insert dislocating. The knee was revised. Devices are not returning.

Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of the tibial insert disassociating from the tibial tray, possibly due to patient-related conditions, a post traumatic event, incomplete seating of the tibial insert at the time of implantation, or any combination of these possibilities. The most probable root cause associated with the reported event of " disassembled / misassembled" is associated with the unwanted disassembly of the device, or incorrect assembly of the device (attaching mating instrumentation incorrectly, assembling an implant construct off-axis, etc).